Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing 12 occurrences of inability to deliver medication during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing comes out during injection. Verbatim: issue: nothing comes out during the injection. It happened 12 times with this box. Sample available 12. Incident date-(B)(6)2019. Item#320122. Lot# 9106632; expiration date-2024-04-30. Consumer uses the new pen needle each time of her injection; does not do the priming; rotates the injection site; visually tests the needle to see if it is straight; attaches the pen needle tightly on to the pen. Explained consumer that we recommend to do the priming and not to tighten the pen needle too tight on to the pen.

Manufacturer narrative:
Investigation summary: customer returned (12) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported nothing comes out during the injection. All 12 returned pen needles were examined and the following was observed: ten with bent non-patient end (npe) cannula. One with a broken npe cannula. One with a straight npe cannula; this sample was tested for flow using a test pen injector, and was able to expel properly. No evidence of manufacturing defects was observed on the 12 returned pen needles. The bent or broken npe cannulas would be the cause for no flow through the pen needles. Since all 12 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing 12 occurrences of inability to deliver medication during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing comes out during injection. Verbatim: issue: nothing comes out during the injection. It happened 12times with this box. Sample available 12. Incident date: (B)(6) 2019. Item# 320122. Lot# 9106632; expiration date: 2024-04-30. Consumer uses the new pen needle each time of her injection; does not do the priming; rotates the injection site; visually tests the needle to see if it is straight; attaches the pen needle tightly on to the pen. Explained consumer that we recommend to do the priming and not to tighten the pen needle too tight on to the pen.